Manufacturer narrative:
(B)(4). Failure to follow steps/instructions; against resistance; above rated burst pressure (rbp). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified, de novo lesion in the mildly tortuous mid left anterior descending coronary artery, a 2.5x8 nc trek rx balloon dilatation catheter (bdc) was prepped inside of patient anatomy and advanced to the lesion with resistance felt and slight force applied. When inflating the nc trek rx balloon to 20 atmospheres, the balloon ruptured. The bdc was withdrawn from the anatomy without resistance and another unspecified bdc was used to complete pre-dilatation. No other device or procedural issues were noted. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It should be noted that the instructions for use states to evacuate air from the balloon segment. The warnings section states that the balloon pressure should not exceed the rated burst pressure and if resistance is felt, determine the cause before proceeding. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Correction: it was previously reported that the device was discarded and not available for evaluation. Device returned for analysis as originally reported. Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.